Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's husband reported that just after his wife changed the set and the reservoir, the needle got bent upon insertion. On the second day of use, the cannula was found to be bent, thus no insulin was received for two days and her blood glucose level reached 1100 mg/dl. Subsequently, she had an emergency room visit. In the morning of (B)(6) 2019, the patient was admitted to the intensive care unit for diabetic ketoacidosis, where she was treated. The site location was patient's abdomen and it is possible that she had issues with scarred tissue, hardened tissue or stretch marks. She was released from the hospital after 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.